Manufacturer narrative:
An orthalign plus system was used for navigation in a total hip arthroplasty procedure. The surgeon completed the initial femoral registration for the change in leg length measurement. The surgeon then completed the registrations and navigation for the acetabular shell placement. During the second femoral registration to measure the change from initial position for leg length measurement, the surgeon discovered that the registration tack had loosened from the bone. The surgeon removed the tack and discarded it. He was not able to complete the leg length measurement. No specific issue was identified with the device that may have caused the issue. The surgeon noted that the patient had soft bone, and this may have contributed. Since the part was not returned, we were not able to inspect it. We reviewed the manufacturing and inspection records for the lot and did not discover any anomalies or issues related to the event. Device not returned.

Event description:
A surgeon reported that he completed a hipalign case the prior day. "Everything was going smoothly until I went to take my final measurement and realized that my femoral tack had come loose." The surgeon removed the tack, but was unable to get a final measurement for the change in leg length. It wasn't immediately clear to the surgeon what had caused the tack to come loose.